Manufacturer narrative:
The device was returned and the reported issue was confirmed.

Event description:
It was reported that during preventative maintenance, the device replaced blue retainer. There was no patient involvement. All available information has been provided.